Event description:
The customer reported that she was hospitalized due to high blood glucose levels and dehydration. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime test. The customer did mention that she wore the infusion set for more than three days. Advised the customer to change the entire infusion set every two to three days. The customer mentioned that the insulin pump had a crack near the reservoir chamber. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.